Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs tip cover accessory associated with the customer-reported complaint. The instrument was analyzed and was found to have tearing at the mouth where the scissor tips exit. Tears were axially aligned with the tip cover and measured from 0.018¿ to 0.118¿ in length. There were no signs of thermal damage present at the end of any tears. The reported complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory was inspected prior to use and there was no damage identified. There was no orange surface visible. The installation tool was used. The tip was broken. There was no arcing observed and there was no patient injury.